Manufacturer narrative:
(B)(4). The customer returned a 340 ml aquapak bottle with a french 040 humidifier adaptor attached to the bottle. A visual inspection of the 040 humidifier adaptor shows the snap cap is assembled upside down. Because the snap cap on the adaptor was upside down, the adaptor could not be connected to the flowmeter. A non-conformance was opened to further investigate this issue.

Event description:
Customer complaint alleges "major leaks occurred and the device breaks easily." Alleged defect reported as detected during use. No report of patient harm. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not received yet at our facility, at the time of this report. No photos have been received for evaluation of the alleged defect reported. Based on the (B)(4) lot number provided, the (B)(4) lot numbers for component 12228 were obtained. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint (B)(4) during the manufacture of the material. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation and determine the source of the alleged defect reported, it is necessary to evaluate the device sample involved in this complaint. No corrective action can be established at this time. If the device sample becomes available at a later date this report will be updated accordingly.

Event description:
Customer complaint alleges "major leaks occurred and the device breaks easily." Alleged defect reported as detected during use. No report of patient harm. Patient condition reported as "fine".